Event description:
It was reported that this pacemaker was found to be in safety core displaying an error code. Technical services was consulted and recommended the device to be surgically replaced. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety core displaying an error code. Technical services was consulted and recommended the device to be surgically replaced. At this time, the device remains in service. No adverse patient effects were reported.